Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, sensor glucose vs. Blood glucose difference of more than 30% and the customer received a change sensor alert and calibration not accepted alert. The customer reported blood glucose value of 25 mmol/l. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040c5. Troubleshooting was performed for sensor glucose vs blood glucose difference and the customer is reporting a discrepancy between sg and bg. Customer received a change sensor alert. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Troubleshooting was performed for high blood glucose event and the customer has been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. The customer will continue use of the device. Product return for mmt-7040c5 is not expected.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.